Event description:
The port component of this kit looks visibly yellowed for 8/9 of this lot number that we have. There is 1 kit of the same lot number that does not look yellow but it has been pulled from our shelves preemptively.